Event description:
Boston scientific (bsc) crm received information that this pacemaker was showing 1.5 years longevity remaining. The caller was inquiring about a longevity estimate as the device has only been implanted for fourteen months. A bsc crm technical services consultant utilized the provided parameters and performed a longevity estimate. The result was four years. The patient had already left the clinic so additional testing could not be performed. The consultant suggested checking the device at a later time to see if longevity increases and noted option of memory dump if furher assessment is needed. Over two years later, the device was explanted and replaced without further incident.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection was unremarkable for any device anomalies. Detailed analysis was then conducted and the device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. No device issues could be confirmed. This event will be re-evaluated if additional information is received.